Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, noise episodes were observed on the right atrial and ventricular leads. Lead fractures were suspected, however, no pacing inhibition was observed. The patient will be monitored closely, no intervention was performed. The patient was stable. Related manufacturer reference number: (B)(4).